Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery failure and weak battery before and after a battery change. The customer's blood glucose reading was 124 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to clean the cap, wait for 1 minute and call back if this does not restore pump function.